Event description:
Customer responded to pt having chest pains. Pt was connected to device to monitor condition when event occurred. Customer reports the device locked up. Pt was transported without incident. The reported condition was not duplicated by service rep. The investigation is continuing.